Event description:
(B)(6) 2015, medwatch (hcp, other): it was reported that an implantable pump had inconsistent dose delivery of pain medication. The pump was explanted 2015-(B)(6) as a result of the event. No drug or patient outcome was reported for this event. Follow up was conducted to obtain further information but was not available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).